Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited artifacts. The rv lead was explanted and replaced. No patient complic ations have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the setscrew marks on the connector pin were too proximal. The inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.